Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. Lens tore upon insertion into the eye. Scratch noted on lens after insertion. Lens was removed with no pt injury. Reporter stated cause of this incident was due to inserter difficulties. A competitor's injection system was used, which has not been approved by the MFR for use with this lens model. The reporter stated they are aware that using this injection system is off-label use. This is the first lens used on the same pt, same eye during the same surgery. See MFR # 2023826-2011-00814 for the second lens.

Manufacturer narrative:
(B)(4): no lens in returned packaging. Eval: conclusions - based on the complaint history, the root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. (B)(4).